Event description:
The user facility reported a 72-year-old male had an impella cp implanted for circulatory support. The pigtail of an impella cp pump was under the papillary muscle or chordae during patient support. Repositioning was attempted, however, the issue remained resulting in suction and a drop in mean arterial pressure. The following day, ischemia was noted in the impella leg and support was withdrawn.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿.

Manufacturer narrative:
B2: date of patient death is unknown. This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2023-02350 was provided.

Event description:
Additional information noted the patient was made a do not resuscitate, care was withdrawn, and the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The investigation for the reported positioning and low pump flow issues have been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, the cause of the positioning issue was most likely use related, which could result in low pump flow. This report is being filed as part of a retrospective review of historical records. Additional information for the initial MFR (B)(4) was provided in sections b1, b5, d6a, d6b, d7a, h6, and h10.

Event description:
Additional information from the complainant reported that an effort to reposition the impella cp was performed without success as the patient¿s condition did not tolerate the process. It was stated that suction alarms were received and the impella pigtail was observed to be under the papillary muscle or chordae. It was reported that the pigtail was unable to be redirected.

Manufacturer narrative:
The investigation for the reported limb ischemia, low pump flow and positioning issues has been completed. The pump was not returned for investigation. Data logs show the impella position unknown and suction alarms with low pump flow at the end of case. The pump pigtail was found under the papillary muscle. The doctor was unsuccessful in repositioning the pump. The patient experienced ischemia in the impella leg. The cause of the positioning issue was most likely use related, which could result in low pump flow. As all the necessary information and returned device were not provided, the root cause of the limb ischemia was not determined.